Event description:
Initial co2 result 41 meq/l. Same sample repeated gave result of 25 meq/l. The initial result was not reported. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.